Event description:
It was reported that three days post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The pt had a taxus express2 2.5x16mm drug eluting stent placed in the cicumflex artery. The physician then direct stented a calcified, 65% stenosed marginal artery with a taxus express2 3.5x20mm durg eluting stent. The stent balloon was inflated to 16 atm's but it did not reduce the stenosis. The physician then used a 4.0x8mm balloon inflated to 20 atm's which improved the stenosis, but did not completely resolve it. A 4.0x8mm quantum maverick was then used reducing the residual stenosis to 30%. No complications were reported. The pt was treated with plavix. The pt was still hospitalized three days later, when pt had complaints of pre cordial pain. The pt was treated with isocordil, sublingual, and the pain and EKG were improved. Angiograms showed a thrombus in the marginal artery aat the narrowest portion. Reopro was administered and the thrombus resolved within about 20 minutes. The physician predilated with a 4.0x15mm maverick balloon inflated to 16 atm's. The physician then attempted to placed a 5.0x20mm express2 stent, but the stent would not cross the lesion. The physician removed the stent and used a 4.5x20mm maestro balloon inflated to 16 atm's to predilate again but the express2 stent still would not cross. A 4.0x12mm express stent and a 4.0x15mn lectron motion were also used, but neither would cross the lesion. No further treatment was attempted. Pt was transferred for observation of cardiac enzymes. No additional complications were reported. Pt status is reported to be satisfactory.